Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was continued by moving the patient to another device. The field service engineer (fse) inspected the system onsite and checked the ippc post-result and found that the bios battery was only 1.9v and that the ippc post-result was failing. Upon troubleshooting actions, fse identified a database inconsistency. Fse cleaned the ippc hard disk, reinstalled ippc software, and replaced the bios battery. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to expose. The device was in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.